Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After stent graft implantation, a distal type I endoleak was confirmed from the right distal side. To treat the endoleak, the right internal iliac artery was coil embolized and an additional stent graft was extended to the right external iliac artery. The distal type I endoleak was resolved, but the right internal iliac artery ended up to an unplanned vessel coverage. A proximal type I endoleak was also observed, but the patient was decided to be monitored and the procedure was completed.

Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).